Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The cause for the iipv found in the logs was determined to be insufficient drain, one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through rtb-CAPA-(B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 3. The patient's drain volume was 4227ml. The fill volume was 2500ml. This information meets iipv criteria. Product surveillance attempted to contacted the nurse on (B)(6) 2011. A detailed message was left to notify the nurse of the excessive drain volume. Baxter product surveillance advised the nurse to call should she have any questions or to report any symptoms of overfill. There was no patient injury or medical intervention reported. No further information is available.